Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the lancet(s) of a one touch lancing device was not fully penetrating. The medical surveillance specialist (mss) spoke to the patient on (B) (6), 2010, and was able to obtain/verify information.the patient tests his blood glucose twice a day. He currently manages his diabetes with set doses of actos and glucophage regardless of his blood glucose readings. During the time of concern, the patient was also taking amaryl.the patient claimed that due to the alleged lancing device issue, he was never able to obtain a blood sample and therefore could not test his blood glucose. The patient indicated that the alleged issue started on (B) (6), 2010, at an unspecified time. Although the patient was unable to test his blood glucose, he continued to take his medications as prescribed. He did not modify his diet because of the alleged issue. On an unknown date/time after the alleged issue began, the patient claimed that he developed symptoms of feeling cold, dizzy, sweaty, and shaky. As a result of the symptoms, the patient claimed that he was hospitalized for 8 hours and treated with IV glucose to raise his blood glucose. The patient's blood glucose was tested on a hospital meter and a result of "60 or 61 mg/dl" was obtained. After the hospitalization, the patient mentioned that his doctor discontinued his amaryl medication. The patient stated that the amaryl medication had caused him to lose his appetite and become dehydrated. He also claimed to have lost weight because of the amaryl. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and was treated with IV glucose by a hospital after the alleged issue began.

Manufacturer narrative:
(B) (4) = sizing issue. On 06/07/2010 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010: "a 21-mm pericardial valve was initially chosed, but due to the strut placement of the valve there was impingement upon the left main ostia. In view of this finding, decision was made to place a 19-mm pericardial valve."

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/15/2010 and 04/22/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.